Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the overdischarge was first noticed in (B)(6) 2019. The manufacturer¿s representative (rep) met with the consumer on (B)(6) and was able to fully recharge the device which resolved the issue.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient experienced an overdischarge. They cannot establish communication with either the patient programmer nor the 8840. They state that the most recent successful charge was around (B)(6) 2018. Charging was not maintained due to non-compliance, they had a death in the family. Power reset mode was reviewed back to them. No symptoms were reported. No further complications were reported or anticipated with this event.